Event description:
It was reported by the customer that the medication does not come out of the needle but rather comes out of the sides of the plunger. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This complaint was not received by cypress medical products until (B)(6) 2023.